Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that all of the keypad and labels were intact. No external damage was noted. A review of the event history log was unable to be completed due to the software setup of the device. Functional testing of the device was unable to confirm or replicate the reported event. During testing the device found did not have any issue with lost programming. Therefore, no fault found with the issue. As a preventive maintenance the aaa battery was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review

Event description:
It was reported that the device lost programming. There was no patient injury reported.